Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system and insulin squirted out during manual prime. The customer was disconnected during prime. Advised customer the device will be replaced.

Manufacturer narrative:
The pump was unable to prime during the prime test due to a faulty force sensor resistor. The pump passed the displacement, rewind, basic occlusion, self test, and unexpected restart error tests. No compromised force sensor alarms were noted. The pump passed all operating currents tested within the specification range and passed the off no power alarm test. The pump was received with a broken belt clip slot, a cracked reservoir tube lip, a cracked case near the display window corners, a cracked display window, and a severely scratched display window. No moisture damage was noted on the electronics assembly.